Event description:
It is reported that a customer called to order another serter because they are going on a trip. The customer's blood glucose was 133 mg/dl. A serter was sent out to the customer. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.